Event description:
It was reported that the patients left ventricular (lv) lead was exhibiting high threshold levels, resulting in the premature battery depletion of the patients bi-v implantable cardioverter defibrillator (ICD). The device was removed and replaced. The lv lead was capped and replaced with a epicardial lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: dtba1d1, ICD; implant: (B)(6) 2014. (B)(4).